Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 25-jul-2017. The most recent information was received on 30-sep-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 38 year-old female patient who had essure inserted (lot no. C38212). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced migraine ("incessant migraines"), fatigue ("since the insertion of the implant, over time, began to be very tired") and loss of libido ("loss of libido"). Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and depression ("depression"). The patient was treated with surgery (removal of the fallopian tubes, the uterus and the cervix on (B)(6) 2020). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to migraine, fatigue, depression, pelvic pain or loss of libido. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kg. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: essure removal date was provided, and event loss of libido was added. Furthermore, onset date of the events fatigue and migraine were added, and surgery added as treatment for the event pelvic pain female. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-jul-2017. The most recent information was received on 10-oct-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 38-year-old female patient who had essure (batch no. C38212) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("incessant migraines"), fatigue ("since the insertion of the implant, over time, began to be very tired") and loss of libido ("loss of libido"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required) and depression ("depression"). The patient was treated with surgery (removal of the fallopian tubes, the uterus and the cervix on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, migraine, fatigue, depression and loss of libido outcome was unknown. The reporter provided no causality assessment for depression, fatigue, loss of libido, migraine and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kgs. Batch no: c38212. Production date: 2014-03-20. Expiration date: 2017-03-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 10-oct-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.